Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Review of the event history log showed occurrences of "no disposable" and "high pressure" alarms. The reported issue was not duplicated during the investigation; however, fluid ingression was found on the downstream occlusion sensor which may have contributed to the reported alarm. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump exhibited? Double beep, with cassette (dbwc)". No patient involvement.